Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.

Event description:
It was reported that during an open procedure, 5 or 6 staples from the acral part of the device were unformed at the 1st firing when it was used on the gastric body. The tissue was slightly thick. The staple height was gold. Additional suture was performed to complete the procedure. There were no adverse consequences for the patient.